Event description:
It is alleged that a male pt received coolsculpting treatment on (B)(6) 2011 with the coolmax applicator (8.0) on the abdomen. The pt returned to the office in (B)(6) 2012, reporting an enlargement in the treatment area. The treating physician confirmed that the area was firm upon palpation. Zeltiq was informed on (B)(6) 2012 that the pt was treated with smartlipo on (B)(6) 2012. A f/u report will be made to the agency if and when new info is received about this case.

Manufacturer narrative:
Zeltiq f/u with the physician's office to gather add'l info but were unable to get add'l info on the device. Data on file does not suggest this case to be related to a device malfunction.